Manufacturer narrative:
This device was not returned for analysis, as it remains implanted; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication that the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of undersensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to intentional off-label, unapproved or contraindicated use. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system has a cardiac contractility modulation (ccm) device. Because of this, the ccm signals appear on the electrograms (egms). In this case, it was reported that this ICD system exhibited large signals from the ccm on the right ventricular (rv) channel and shock channel, and one of those signals was oversensed. Technical services (ts) reviewed the episode, in which they observed undersensing of three complexes following the signals due to automatic gain control (agc). Ts noted this is a typical presentation of a ccm device and described that there are no programming changes that could occur due to a lack of formal testing between these device systems. At this time, no adverse patient effects have been reported, and this ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
The patient with this implantable cardioverter defibrillator (ICD) system also has a cardiac contractility modulation (ccm) device. Because of this, the ccm signals are shown on the electrogram (egm) for the ICD. In this case, it was reported that this ICD system exhibited large signals from the ccm on the right ventricular (rv) channel and shock channel, and one of those signals was oversensed. Technical services (ts) reviewed the episode, in which they observed undersensing of three complexes following the signals due to automatic gain control (agc). Ts noted this is a typical presentation of a ccm device and described that there are no programming changes that could occur due to a lack of formal testing between these device systems. At this time, no adverse patient effects have been reported, and this ICD remains in service.